Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hosp on (B)(6) 2014 for a gi bleed, and his inr was 2.0 at the time of admission. The treatment included a colonoscopy and cauterizing the source of the bleed. The pt was discharged on (B)(6) 2014 and is currently doing well at home.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.